Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no excessive no delivery alarm due to buttons not responding. Device received with cracked minor scratched lcd window and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had unexplained no delivery alarm, scratches on screen and belt clip off and was flimsy. The insulin pump will not be returned for analysis.